Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: a review of the pump¿s black box revealed evidence of a cs 052 error immediately following a cs 162 loss of prime warning. The pump reboot event was observed in the clearing of the cs 052 error per normal operation. The pump powered with the returned battery cap. The battery cap was able to fully tighten. The battery cap measures were within specification. The battery compartment was found to be intact. The pump was exercised for 24 hours with the returned battery cap with no reboot, loss of power or calls service alarms duplicated. A ¿no power¿ event was not duplicated during investigation. Unrelated to the original complaint, the pump case was removed and there was evidence of moisture contamination found inside the pump on the keypad flex connector and the keypad component.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.